Manufacturer narrative:
A company field service engineer has visited the hospital and started the investigation. A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
(B)(4).